Event description:
Drug/diluent: bupivacaine .2%. Fill volume: unk. Flow rate: unk. Procedure: rib fracture repair. Cathplace: ribs. The pt woke from surgery and pulled out everything. As a result, the catheter was pulled out and stretched. The end of the catheter is missing (black tip), and was not located during x-ray. It was reported that the pt is doing fine. The catheter was saved for return to I-flow for eval. A cb004 pump was used with the catheter, but it has been discarded.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: product is pending receipt and investigation. Without the actual product, an analysis cannot be conducted. Conclusions: the sample will be evaluated when received and a f/u report will be filed.